Event description:
During a surgical revision procedure both pedicle screws at s1 were found to be broken. The hardware was removed and replaced. The patient had not fused. See also report 1625439-2005-00149. Device 1.